Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, the device had a damaged seal. The user got another trocar to resolve the issue. There was no patient injury.